Event description:
A report was received that the patient underwent a pocket revision due to pain at the incision site. During the procedure, the physician moved the pocket site. The patient was doing well following the procedure.